Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a medical procedure, the physician failed to use the magnet for the device. The electromagnetic current created during the procedure interfered with the device and the patient received an inappropriate shock. The procedure was then stopped. The device remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.